Manufacturer narrative:
(B) (4). Conclusion: on implantation day, missing information (related to an induction episode) was due to telemetry errors encountered during the device memory reading when refreshing the induction episode. The origin of these telemetry errors most probably resulted from poor programming head position (as reported). The day after, missing information was due to uncompleted aida reading operation.

Event description:
During the implantation procedure, the induction test was performed successfully. Nevertheless, the corresponding episode could not be displayed from device memory, with the following error message: "event holter not available."